Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had scratch or damage on the display, some rainbow effect on screen making it hard to read. No harm requiring medical intervention was reported. Customer stated that they heard any grinding noises different from the normal rewind noise and insulin pump rewinding slower than it has in the past. The device will not be returned for analysis.